Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after implant of this mitral annuloplasty ring, the ring was explanted for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason the mitral annuloplasty ring, the ring was explanted after being fully sutured into place was due to unacceptable valve competency after repair with moderate regurgitation.the ring was replaced with a non medtronic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.